Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample found the lockscr ø5 self-tap l44 tan broken, just the shaft returned for evaluation, the condition of the implant can be a trigger to not assembly correctly into the mating device a dimensional inspection was not returned due to post manufacturing damage. There is no indication that a design or manufacturing issue has caused the complaint condition hence the root cause cannot be established. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l44 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 412.216s. Lot number: 29945p1. Manufacturing site: mezzovico. Release to warehouse date: 10 sep 2024. Expiration date: 01 sep 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal surgery with the products in question. The date of initial surgery is an unknown date about 1 month ago, and the reason for the removal is unknown. In the surgery, the surgeon had difficulty removing the fns implants, and the distal transverse stop screw could not be pulled out at all. The surgeon tried to pull it out with so much force that the screwdriver almost snapped, but it did not budge. The temporary bone at the tip of the screw was destroyed with a halo reamer, and after attempts to pull it out failed, the tip was hit as hard as possible with a hammer, and a small gap was created between the plate and the bone, so the distal transverse stop screw was cut off with a cutter. The screw shaft remaining in the bone was removed. The surgery was completed successfully with no surgical delay. It was reported that there were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there are no pieces in the patient. The surgeon confirmed by x-ray.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a3a, b5, h4 corrected: g1 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.